Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The mother stated that she changed the site 10-15 minutes before the call because her daughter's ketones were large and her blood glucose was over 300 mg/dl. The customer stated that there is a no delivery alarm when she tried to fill the tubing. The mother stated that the alarm did not occur during manual prime. The customer was not able to troubleshoot during time of time. The customer will be sent a replacement.